Event description:
The physician was performing an aneurysm coiling case when an occlusion coil fractured, leaving a piece of the coil in the aneurysm and vessel. A total of seven attempts were made to retrieve the occlusion coil segments. The first five attempts were made using various retriever devices; each attempt resulted in a piece of the coil being captured but not removed. The sixth attempt was made using a merci retriever x6 during which the physician over-torqued the device fracturing the merci retriever x6 distal tip. The detached distal tip of the device was left in the same anatomical area as the fractured occlusion coil. The seventh attempt was made using an amplatz mass of coil and the detached distal tip of the merci retriever x6. The patient did not suffer any adverse health effects/clinical sequelae directly associated with the merci retriever tip fracture or attempts to retrieve the detached distal tip.